Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a primary left hip replacement in 2020 and a revision in 2021. Patient reported loosening of "psl cup". Patient would like to know if the cup is part of a recall.

Event description:
Patient reported a primary left hip replacement in 2020 and a revision in 2021. Patient reported loosening of "psl cup". Patient would like to know if the cup is part of a recall.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the was little data other than from the acute hospitalization. The patient developed a drop foot post-operatively. There was no history or information around the complaint of loosening of the cup or revision surgery. No follow-up on the foot drop was provided. Evaluation of images and the post-operative course may lend themselves to further conclusions. Confirmation: the event cannot be confirmed with the information provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to shell loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was also reported that the patient is inquiring whether their implants are part of a recall. It cannot be determined if the reported device is subject to a recall as no catalog numbers or lot codes were provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.